Event description:
It was reported that during the ureteroscopy procedure, a tear was found in the stent. The procedure was completed with another of the same device and no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent-torn material, inside the patient.

Manufacturer narrative:
Imdrf device code a0414 captures the reportable event of stent-torn material, inside the patient. The returned tria ureteral stent was analyzed, and upon magnification it was observed that the bladder coil was torn. Additionally, the suture and positioner were not returned. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible to concluded that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force and for the way that the device was pulled out the bladder coil may get the coil hole torn, during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since the adverse event occurred during the preparation and the device had no influence on event.

Event description:
It was reported that during the ureteroscopy procedure, a tear was found in the stent. The procedure was completed with another of the same device and no patient complications.